Manufacturer narrative:
The insulin pump was received with a button error alarm and had no button response due to corroded keypad traces. Unable to performed displacement test on the device due to no button response. The insulin pump was received with no moisture damage on the electronics, motor, vibrator, and battery tube assembly. The device was received with a cracked reservoir tube lip, cracked battery tube threads, a minor scratched lcd window, a scratched reservoir tube window, and a stained end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 258 mg/dl. Troubleshooting was not performed. The device was returned for analysis.